Manufacturer narrative:
Correction: b5 - customer reported a malfunction 15 had occurred.

Event description:
A malfunction was reported on the pump by the customer, with the issue identified as "malfunction code malf 12." There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the malfunction code. The customer was informed that the pump could continue to be used and was advised to contact technical support if the malfunction recurred. The reset was successful, and the malfunction code did not recur.